Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during transport, the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, bench handling and full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did show a single instance of a device reset. A single reset does not necessarily indicate a device malfunction, but suggests an indication that the device resets itself to clear an internal communication error. It's important to not that the reset could also have been caused by outside interferences similar to radar sweep as this customer is a med flight organization. The investigation concluded that this is an isolated occurrence.. Analysis of reports of this type has not identified an increase in trend.